Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 150 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture when they went swimming. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced. The insulin will be returned for analysis.

Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error alarm noted during testing. Unit was received with pump error 68/49/23 after battery changed, pump error 75 during self test and high sleep current due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads, cracked case along the side of the battery tube, scratched case, minor scratched lcd window and cracked select button keypad overlay.